Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the anvil was detached twice while the adjusting knob was rotating. The rotating feedback was lighter than usual. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The analysis result found that the device arrived in good visual condition. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed al the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the reported event it is possible that the anvil was grasped by the locking springs at the time the anvil was attached to the device. When this happens the anvil will not attach completely to the device. A batch record review was performed and no anomalies were found during the manufacturing process.